Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. There was sudden shocking at the beginning of (B)(6) 2016. The patient had been working with their mother¿s power assist char and was shocked once. The shocking occurred 2 weeks before the battery ran out of charge. Right before thanksgiving the ins ran out of battery and the patient tried to charge but it would not ¿link together to charge.¿ a week before this happened the patient was able to charge and feel stimulation. It was reported that currently there was poor communication seen on the patient programmer. The implantable neurostimulator recharger (insr) was unable to communicate with the implantable neurostimulator (ins). The last time the ins had been charged successfully and the last time stimulation had been felt was in (B)(6) 2016. It was unclear if the shock was the reason for the patient¿s inability to connect with the external equipment. The patient was redirected to the health care professional (hcp). Additional information was received on (B)(6) 2017 from the consumer reporting that they had the battery jumpstarted yesterday. On the day of the call the patient went to use the patient programmer and saw the power on reset code. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The patient's weight at the time of the event was reported. It was reported the por code was cleared successfully. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.